Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. The stent was not returned for analysis. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. There were crimp marks on the balloon indicating that the stent was secure on the balloon. A visual and tactile examination found there were numerous kinks throughout the hypotube profile. A visual and tactile examination found no issues with the tip profile. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 4.00x16 synergy ii everolimus-eluting platinum chromium coronary stent was selected for use. During preparation, it was noted that the stent stripped off the wire before it entered into the patient's body. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 4.00x16 synergy ii everolimus-eluting platinum chromium coronary stent was selected for use. During preparation, it was noted that the stent stripped off the wire before it entered into the patient's body. The procedure was completed with another of the same device. No patient complications were reported.